Event description:
It was reported that the right ventricular lead exhibited noise. The threshold and impedance were noted to be normal. The lead was explanted and replaced. The patient was in a stable condition.